Manufacturer narrative:
Sections with additional information as of 10-may-2021: d8: was this device serviced by a third party. D9: device available for evaluation. H2 device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was returned for evaluation. Reported defect not reproduced.- no defect found. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 29-dec-2020 to ensure the patient condition improved and replacement products resolved the initial concern - able to establish contact with customer who stated that she had contacted her physician to inform her of her blood glucose test results since she has not been diagnosed with diabetes. Customer was awaiting return call from her physician. Note 2: manufacturer contacted customer again twice in follow-up calls to ensure that the initial concern was resolved. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). Customer was a new user and was not using the proper testing technique. During the call, a blood test was performed by the customer fasting and produced test result of 398 mg/dl using the meter. Customer was satisfied with the result obtained. Customer stated she is storing the product in her purse. The test strip lot manufacturer¿s expiration date is 05/27/2022 and test strip open vial date is 1-2 weeks ago. At the time of the call the customer reported having blurry vision; medical attention was not needed at the time. No further information was obtained.

Manufacturer narrative:
Sections with additional information as of (B)(6) 2021: b1: added adverse event. B2: added: other serious (important medical events). H1: type of reportable event: changed from malfunction to serious injury. H6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underline root cause - mlc-014 poor tech-insufficient sample insufficient blood sample applied to strip (user).